Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Patient has no coverage on one side. Impedance check revealed high impedance. As such, surgical intervention took place wherein the lead was explanted to address the issue.

Manufacturer narrative:
Corrected data: health effect - impact code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.